Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt)/ventricular fibrillation (vf) delivered shocks. It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.